Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the reason for call was that the caller requested assistance decreasing amplitude the patient was having discomfort, irritation, and pain at implant site. Caller indicated that the patient had had extensive back surgeries, multiple revisions, and multiple mris over the course of the last several months. The patient stated when they "started messing with it with the mris" was when the symptoms at the implant site started. Technical services specialist (tss) asked if the surgeries/revisions were related to the device or if they were just in the same general area but the caller didn't answer and the patient provided that the site (to the right of the sacral area) was swollen and felt irritated. Tss assisted caller with connecting to implant which showed that therapy was at 0.3 ma. Tss reviewed that decreasing the amplitude may not help with the sensations the patient was feeling at the ins site and that they could consider turning the therapy off completely to see if that changes the issues. Caller stated the patient didn't want to turn therapy completely off and they had already done that and that didn't resolve the issues. The patient was redirected to their healthcare provider to further address the issue. The patient's spouse called in on (B)(6) 2024 and reported that they talked to someone not long ago who would be calling back with information. Patient services reviewed with the caller that they had not spoken with patient services and asked the caller what number they had called and the caller couldn't recall who they'd spoken with but they were told someone would call back and then the patient took the phone and reported that since implant they had been having severe pain and nerve pinching. Patient stated they had had back surgery and every test and they had been in the hospital and they had checked them out from top to bottom. Patient stated the implanted system was pinching a nerve and the only other alternative was to get the device removed because they were in severe pain. Patient services wanted to note that the patient was escalated on the call and reported that their implanting health care provider (hcp) was refusing to remove the device and they weren't taking the patient's calls and the patient didn't know what to do. Patient service specialist reviewed the role of patient services and that of the manufacturer and reviewed with the patient they needed to follow up with a health care provider to discuss their concerns. Patient services sent physician listings to the patient at the patient's request. Patient said "it's your device and I want it removed." Patient services again reviewed the role of the manufacturer and redirected the patient to follow up with an hcp. Patient was going to contact another hcp to get the implant removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.